Event description:
The customer reported approximately 5 mls of fluid leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse noticed a leak between the segments of the blood sampling valve (bsv). The fse observed the blood sampling valve (bsv) knob was loose and causing the leak. The fse tightened the blood sampling valve (bsv) knob and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).